Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges she was riding in her chair when the back allegedly came off allegedly causing her to fall out of the chair.

Manufacturer narrative:
The back was attached upon return and did not come off during a test ride.

Event description:
Consumer alleges she was riding in her chair when the back allegedly came off allegedly causing her to fall out of the chair.